Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf 5507. Tf appeared during the start up of the device. No patient involvement.

Manufacturer narrative:
Follow-up 1: investigation outcome. The customer reported technical fault tf5507 occurring during device startup. The presentation of this technical fault at startup suggests a hardware-related issue, likely associated with the sensor board responsible for signal acquisition and initialization checks. No logfiles were provided, limiting detailed technical analysis and confirmation of the technical fault frequency. No patient involvement was reported. As a correction, the sensor board was exchanged according to the provided information. Review of the complaint database indicates no further complaints for this device or this specific failure mode. The complaint will be closed accordingly. No further actions required at this time.